Event description:
It was reported a peripheral orbital atherectomy device (oad) was being used to treat a superficial femoral artery (sfa). Orbital atherectomy treatments were successful, followed by balloon angioplasty. The patient experienced ventricular tachycardia. At this time, the physician observed the viperwire guide wire fractured and approximately 3 centimeters was left in the right carotid. The patient was transferred to a hospital in stable condition. The fractured component was able to be retrieved. The patient was discharged from the hospital the following day in stable condition. In the physician's opinion, the fracture was due to the viperwire not being controlled properly. There was no wire bias observed. There was no difficulty wiring or delivering devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.